Event description:
A patient reported they were unable to turn their meter. Their one touch ultra meter allegedly would not power off. There was no result on their meter. No other tests or comparisons. Treatment was their diabetes medications. No further information has been reported.